Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure the staple line was partially formed on firing. Another device was used to complete the procedure. There was no adverse pt consequence.